Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent act button response due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case on the display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.